Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime ventricular sensing integrity counts up to 9005. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred initially on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and right ventricular (rv) lead impedance variation in last 60 days. Also, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning week of (B)(6) 2015, right ventricular (rv) lead pacing impedance spiked to 4047 ohms from last measurement at 608 ohms. Impedance begins variation form 665 to 2698 ohms. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. High right ventricular (rv) lead threshold of >2.5 v noted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high and unstable thresholds and impedance. Additionally, the lead had a possible fracture and a possible connection issue. The lead was capped and replaced. The device remains in use. During the replacement of the lead, the new lead was difficult to place in the patient due to their anatomy. Blood appeared inside the insulation of the lead body and there was a possible insulation break. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.